Event description:
During a preprocedure diagnosis, patient was noted to have calcification of the right and the left iliac arteries and stenosis of the right common iliac. During aaa repair in 2007, following pta of the stenosing lesion in the right common iliac artery performed prior to placing the zenith devices, attempts were made to advance the main body delivery system to the target site, however, they were unsuccessful due to the intensive calcification of the posterior wall of the ipsilateral (right) common iliac artery. An incision was made into the abdominal wall to expose and access the external iliac artery, but the fat layer was found to be too thick to use this approach. Therefore, another alternative was chosen: the inguinal region was incised to facilitate insertion of the main body delivery system through the abdominal cavity under the right external iliac artery, which enabled the main body to be placed as desired. Procedure was then conducted as labeled. Upon withdrawal of ipsilateral leg delivery system following deployment of the ipsilateral leg in the right common iliac artery, bleeding was noted from incision of the inguinal region, leading to decrease in blood pressure and cardiac rate. At this time, one of the stents was palpated through the abdominal incision, which meant that the vessel had been injured. To block the blood flow, an occlusion balloon was inserted through the incision in the inguinal region via the contralateral iliac artery to the site immediately above the aortic bifurcation, and inflated there. The site of injury was pinpointed, the distal portion of the ipsilateral leg and the corresponding portion of the iliac artery was excised by the length of three stents, and the two stumps of the remaining iliac artery after excision were ligated using the mattress technique, which totally blocked the blood flow to the artery of the lower limb. To compensate the blood flow to the iliac arteries, a bifurcated graft was placed between the right axillary artery and the iliac arteries, because, at this time , the left iliac artery was found so fragile that the planned femoro-femoral bypass was determined to be impractical. In 2007, due to renal failure that occurred after several post-op days of passable urinary output, dialysis was started. (It was most likely that the infection of the bifurcated graft placed between the right axillary artery and iliac arteries led to decrease in renal function <anuria>, resulting in the renal failure.) The following month, as the bifurcated graft placed between the right axillary artery and iliac arteries was noted to have been infected, they decided to perform a bypass procedure to replace the bifurcated graft with a graft to be placed between the left axillary and iliac arteries in the very near future. As of this date, no problem has arisen with the zenith devices. Physician's comments - when withdrawal of the main body delivery system was started following deployment of the sheath, though the calcification was observed semi cylindrically in the area of injury. He contemplated that this action of withdrawal might have caused the injury to the vessel.

Manufacturer narrative:
Evaluation: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. Access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of 16 french to 20 french vascular introducer sheaths. Vessels that are significantly calcified, occlusive, tortuous or thrombus lined my preclude placement of the endovascular graft and/or may increase the risk of embolization. The outcome of aaa repair is dependant upon accurate pre-planning and knowledge of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. The zenith aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in patient's exceeding weight and/or size limits, which compromise or prevent the necessary imaging requirements. The zenith aaa endovascular graft with the h&l-b one-shot introduction system is not recommended in pt's exceeding weight and/or size limits, which compromise or prevent the necessary imaging requirements. The zenith aaa endovascular graft with the h&l-b one-shot introduction system should only be used by physicians and teams trained in vascular interventional techniques and in the use of this device. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in planning for adverse patient anatomy.